Manufacturer narrative:
H6: investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6: health effect- clinical code: 4581- 'pupil block'. H11- manufacturer narrative: iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and an elevated iop with pupil block. Medication was prescribed. Reportedly, "two hour post-op, the iop was 34 and 27 despite diamox 750mg + combigan drops already being administered. The iol was too large, and that the wtw measurements were probably skewed due to the nystagmus". In a separate surgery the lens was explanted and the problem was resolved. The cause of the event was reported as patient related factor. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.